Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy. Device code a0401 is being used to capture the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopy for treatment of varicose veins procedure performed on (B)(6) 2025. During the procedure, the physician reported that the last band did not fire. The trip wire broke at the end of the procedure. The patient was discharged to go home following recovery from anesthetics. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy. Device code a0401 is being used to capture the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopy for treatment of varicose veins procedure performed on (B)(6) 2025. During the procedure, the physician reported that the last band did not fire. The trip wire broke at the end of the procedure. The patient was discharged to go home following recovery from anesthetics. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.